Manufacturer narrative:
The field service engineer (fse) was able to verified the reported problem. The fse reverted the software to 2.10 to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Patient information and event date were requested from the customer. The biomed states that there's no incident date available and patient information is not available.

Event description:
The customer reported that the ventilator alarmed and shut down while in use on a patient with blower stalled error. The customer reported that the unit was in use on patient, but there was no patient harm reported.